Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 3.4 mmol/l. The pump alarmed motor error and motion sensor test failure then shuts off. The pump also alarmed training exit fail and motor position encoder error. The customer treated with food. The customer was exposed to radiation therapy a few days ago where a dye was injected into her. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.